Manufacturer narrative:
(B)(4). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, the scrub technician took the ngage nitinol stone extractor out of the package and upon testing of the device, discovered it would not open or close. Issue was discovered prior to the device making patient contact. The procedure was completed with another cook device, the ncircle basket. No adverse events have been reported as a result of the alleged malfunction.

Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was performed including a review of drawings, instructions for use, manufacturing instructions, quality control data, and specifications. One device was returned for investigation. The device was returned with the handle between the open and closed position. The collet knob is lying loose in the bag. The device was returned with the basket formation in the closed position. A visual examination noted the support sheath is bowed in appearance. The support sheath and basket sheath were found to be completely separated. The basket sheath has pulled out of the support sheath. There is 8 mm of the cannulated handle protruding the back of the handle. With the handle in the closed position, 20.8 cm basket coil extends beyond the support sheath. There is adhesive visible on the basket sheath. The basket formation cannot be manually actuated. The basket formation is retracted into the basket sheath. A visual examination noted there is a small kink approximately 57 cm and again 62 cm from the distal tip of the basket sheath. The device history records could not be reviewed as the lot number of the complaint device was not provided. A search of complaint records for the complaint device lot could not be performed without the complaint device lot number. According to the instructions for use (IFU): caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have a basket that would not open due to sheath damage. The sheath was found to be separated from the handle, preventing the basket from functioning. The collet knob was also found to be detached from the handle, but based on the condition of the returned device it is most likely the knob was removed by the user after the basket did not function. Devices are inspected for damage and functionality prior to packaging. The observed damage likely occurred during handling/use of the device. Since no information related to product handling is available, a definitive cause could not be established. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.